Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The grater came apart.

Manufacturer narrative:
Examination of the returned instrument confirmed the bar component broke off from the shell component. The root cause is attributed to wear out. The date code (B)(4)indicates the instrument was manufactured in november of 2007 and is over 9 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.